Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he had a bolus wizard complaint. Customer's blood glucose at time of incident was 200 mg/dl. The customer was assisted in reviewing settings in set up wizard. The customer stated the food and correction bolus is incorrect. The customer was advised the carb ration may need to be adjusted by health care professional. The customer was advised to checked bolus history and found out the bolus estimate was not adjusted and pump did not make correct calculations based on information entered. The customer was advised the pump will need to be replaced and instructed to enter bolus amounts manually prior to receiving replacement.